Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury this issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was previously received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. In the previously submitted report section b5 was incomplete, section b5 is- the patient also alleged of having coughing black particles and constant headaches. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection of the device was completed by the manufacturer. The manufacturer found white dust like contamination in blower box, fine light-brown dust like contamination on blower inlet, fine black dust like contamination around blower seal. The manufacturer found no evidence of sound abatement foam degradation/breakdown. The device's event logs were downloaded and reviewed. The manufacturer found 1 intense of e-53. The manufacturer concludes there was evidence of white dust like contamination in blower box, fine light-brown dust like contamination on blower inlet, fine black dust like contamination around blower seal. The manufacturer confirmed there was no evidence of sound abatement foam degradation/breakdown.